Manufacturer narrative:
Analysis found on navlock- analysis determined the returned awl is nicked in several places at the tip and is also bent at the tip. In addition, there are impact marks at the back end of the awl causing fit issues with the mating tracker. (B)(4); if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the tip of the awl was scratched. Backup instrumentation was used to complete the procedure. There was no reported delay to the procedure due to this issue. No impact on patient outcome.